Manufacturer narrative:
An integra quality review of this complaint determined that it should be reportable. It had previously been entered in the integra complaint management system. Integra's investigation determined that the complaint sample inserter came from a show and had been used for demonstration purposes by marketing. The instrument was quality checked and was found to be functioning before it was shipped to this event. The reported incident was confirmed by the investigation. The shoulder bolt between the instrument shaft and the instrument tip was observed to be broken. All the parts were accounted for. The device history record for this batch of parts were reviewed. They were manufactured in (B)(4) 2009, and there were no nonconformance's noted. The complaint log shows two previous complaints with the same failure mode for this instrument. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that the anterior vertebral body fusion device instrument was returned to the manufacturer broken.